Event description:
The ICD was explanted due to impedance being less then 250 ohms during dft testing, which compromised the lead and ICD. The lead was capped and replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.